Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a recurring motor error alarm. Customer¿s blood glucose was unknown at the time of incident. No troubleshooting was performed. Insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error alarm during the basic occlusion test due to faulty force sensor resistor. The insulin pump was unable to perform the basic occlusion test, occlusion test, a 33 prime test and excessive no delivery test due to motor error alarm. However, the insulin pump passed the rewind test, displacement test and the motor passed the motor test.